Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that the automated impella controller (aic) had a controller failure alarm. The aic was exchanged. There was no harm to the patient.

Manufacturer narrative:
The investigation of automated impella controller (aic) - controller failure (red alarm) has been completed. The root cause for controller failure was not determined due to the inability to reproduce during the device analysis and data review.